Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, halfway through a laparoscopic procedure, the reusable non-medtronic lead to the diathermy hook snapped/popping sound from the diathermy machine with sparks. The remaining head of the lead was in flames whilst still connected to the diathermy machine. This was a few centimeters from the plug into the diathermy machine and not near the patient. Fire and flames contained by smothering it with surgical sponge cloth. The head of the lead was physically removed by the surgeon with a surgical sponge. Disconnected diathermy pad and ligasure device from the diathermy, moved the diathermy machine away from staff and patient. Unplugged machine from switchboard. No other equipment was affected, it was a near miss. There was no patient injury.